Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40mg/dl. Customer was advised on proper insertion technique and skin prep as customer indicated of blood at the site. Customer declined further low blood glucose troubleshooting. No further details given.